Manufacturer narrative:
Analysis was performed on the returned device. The reported suture malposition ¿suture did not catch¿ could not be replicated in a testing environment as the suture was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. A conclusive cause for the reported suture malposition could not be determined as the plunger, posterior needle tip, both cuffs, link and the suture, including the pre-tied knot, were not returned for analysis. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported that vessel puncture closure of the calcified right common femoral artery was attempted using two proglide devices via a 6f sheath. Reportedly, "suture did not catch" occurred with both proglide devices. The method used to achieve hemostasis was not provided. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.